Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/15/2016: the device was returned to animas and evaluated by product analysis on 07/21/2016 with the following results: the transmitter was paired with a test pump correctly. Bg value was set to 120 mg/dl.; the pump alarmed with ¿transmitter out of range¿ before 2hrs elapsing, unable to verify all steps. A discharged transmitter battery failure is determined.

Manufacturer narrative:
The device has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the antenna symbol was present on the screen continuously for more than 3 hours ((B)(4)). There was no mention of an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.